Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 24cm x12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number 72404155 serial number (B)(4) batch/lot number 588121019 model/catalog description reservoir parylene coated with iz additional information. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 11:29 am CT.the report number is being corrected from: 2183959-2018-62004to: 2183959-2018-61214.

Event description:
It was reported that the patient had his inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 24cm x12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the inflatable penile prosthesis was removed and replaced due to patient dissatisfaction as the device was not inflating properly for last year as the device was leaking.